Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No prime or fill anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was stuck in the rewind or prime loop. The customer's blood glucose value was unknown. Customer was assisted with troubleshooting. Customer was reported that the piston was not moving but able to rewind, drive support cap was intact. Insulin pump was not exposed to any magnet field. The customer was advised to disconnect use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.